Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), identified an ingested deposition that could have contributed to the report of sudden low flow alarms and large clot throughout the outflow graft extending out of the inflow cannula, which were confirmed through the evaluation of the submitted images. The submitted images depicting the history screen of the system monitor revealed that low flow events were captured starting on (B)(6) 2020 at 01:26:35, associated with the estimated flow decreasing below the low flow threshold of 2.5 lpm. Estimated flow was captured at values between 0.7 and 1.5 lpm throughout the remainder of the observed history, which ranged through (B)(6) 2020 at 05:03:22. (B)(6) was returned assembled with the pump cable severed approximately 4.5¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged. Additional segments of the outflow graft were also returned. The apical cuff was not returned. Upon disassembly of the returned device, a tissue-like deposition was observed in the inflow cannula which appeared to extend into the rotor prior to disassembly. Although this deposition was well-formed, it was not strongly adhered and did not reveal evidence of laminated layering, suggesting that it likely did not form within the pump and was instead ingested. The exact origin of this deposition could not be conclusively determined through this evaluation; however, it could have contributed to the report of sudden low flow alarms due to the occlusion of the blood flow path. Additionally, depositions of loosely coagulated blood mixed with tissue-like clotted blood were observed throughout the inflow cannula, pump cover, and outflow graft. The lack of structure of these depositions suggests that they developed acutely, likely due to poor surface washing as a result of the confirmed decrease in flow or blood remaining in the device post-explant. The inflow cannula and rotor depositions were sent for histopathology analysis. Per this analysis, these depositions were all fibrin clots comprised of variable amounts of red blood cells, many of which were either fragmented or consisted of the membranes. The inflow cannula clot contained fairly numerous poorly preserved cells interpreted as macrophages, and the pump rotor clot was slightly hyalinized, consistent with serum proteins admixed with the fibrin. These clots ranged between one and greater than five days of age; however, the ghosts (membranes) of red blood cells and macrophages, sometimes clustered in lines within the clot, suggested a longer duration consistent with the length of duration of implantation (four weeks). The cause of the clot formation was not apparent; there was no evidence of an infectious agent. Evaluation of the lvad periodic log file retrieved from (B)(6) revealed decreased lvad monitor flow mean values from 13oct2020 at 01:29:24 through 13oct2020 at 07:29:35, ranging between 0.9 and 1.3 lpm. This appears consistent with the reported events, the submitted images of the system monitor history screen, and the findings of occlusive depositions in the inflow cannula and the rotor. Despite the observed decrease in flow, the pump appeared to have functioned as intended throughout the duration of the retrieved data. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate 3 lvas instructions for use (IFU), lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 also contains information regarding the recommended anticoagulation therapy and inr range. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when the pump flow decreases below 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document states that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A final report will be submitted upon completion of the manufacturer's investigation.

Event description:
It was reported that the patient had sudden low flow alarms with flow down to 0.2 lpm, as well as low pis. The patient was asymptomatic and 500 cc ns was with no resolution to the alarms. The patient's mean arterial pressure (map) was stable in the 70s. A CT angiography of the chest revealed a thrombus in the outflow graft (ofg). The patient underwent a pump exchange, where a large clot was visualized throughout the ofg extending out of the inflow cannula of the pump. The patient's pump would be sent back for evaluation.